Event description:
Ous MDR - the patient went to the hospital with 4 inappropriate shocks, the rv lead dislodged to the vena cava. During replacement, the physician tried to reposition the same lead but it would not fix to rv apex, despite good thresholds. When the physician removed the lead, he saw fibrosis on the tip of the lead. This is all of the information that was provided to us. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the lead tip covered in tissue as mentioned in the complaint description. The fixation helix showed no pecularities. Furthermore cuttings in the insulation were found which resulted most likely from the explantation procedure. Blood penetrated the lead. There was no sign of a material or manufacturing problem.